Manufacturer narrative:
(B)(4). This report was assessed and determined to be an MDR based on our MDR reporting criteria. A follow-up report will be submitted the device in question is not available. An investigation analysis will be completed (B)(4).

Event description:
Pt was very active and fussy, line was found broken. Dressing was changed on (B)(6) 2013 unsure if line was still secured, this may have caused the line to break.